Event description:
It was reported that this pacemaker system exhibited high out of range pacing impedances above 3000 ohms for the right atrial (ra) lead channel. Technical services (ts) was consulted and upon review found that the signal artifact monitor (sam) recorded a minute ventilation (mv) chop episode on the ra lead channel, as well was noisy signals and oversensing that led to inappropriate atrial tachy response (atr) mode switch. Ts recommended further evaluation for this patient. No adverse patient effects were reported. This pacemaker system remains in service. Additional information was received indicating that the physician elected to reprogram this pacemaker, disabling brady therapy for the ra lead channel. No adverse patient effects were reported. This pacemaker remains in service.

Event description:
It was reported that this pacemaker system exhibited high out of range pacing impedances above 3000 ohms for the right atrial (ra) lead channel. Technical services (ts) was consulted and upon review found that the signal artifact monitor (sam) recorded a minute ventilation (mv) chop episode on the ra lead channel, as well was noisy signals and oversensing that led to inappropriate atrial tachy response (atr) mode switch. Ts recommended further evaluation for this patient. No adverse patient effects were reported. This pacemaker system remains in service.

Event description:
It was reported that this pacemaker system exhibited high out of range pacing impedances above 3000 ohms for the right atrial (ra) lead channel. Technical services (ts) was consulted and upon review found that the signal artifact monitor (sam) recorded a minute ventilation (mv) chop episode on the ra lead channel, as well was noisy signals and oversensing that led to inappropriate atrial tachy response (atr) mode switch. Ts recommended further evaluation for this patient. No adverse patient effects were reported. This pacemaker system remains in service. Additional information was received indicating that the physician elected to reprogram this pacemaker, disabling brady therapy for the ra lead channel. No adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
This product remains in service and has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review, a risk review was completed and confirmed that the event of pacing impedance high out of range was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, the "design inadequate for purpose" investigation conclusion code was selected.